Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient experienced air embolism, st segment elevation and stroke. During a ablation procedure, faradrive steerable sheath and farawave catheter were selected for use. The physician performed transseptal puncture and ablated on the left. Then, the physician moved to the right for cavotricuspid isthmus (cti) and superior vena cava (svc) when coronary sinus activation changed. Thus, the physician had to go back to the left and a second transseptal puncture was performed. The physician ablated the myocardial infarction (mi) and anterior wall. When coming back out of the left atrium (la) with the farawave, there was a line of bubbles on the left atrium (la) that crossed over to the right atrium and st elevations started on EKG. The pressurized bag connected to the faradrive was empty which was unnoticed for until later. A 500 ml bags were used here for pressurized saline instead of a liter bag. The patient was given a stat arterial line on the table and underwent a right heart cath as patient's pressure and heart rate were dropping with st elevations. Patient was evaluated with a head computed tomography (CT). Farawave was removed and inserted 3 times; a non-boston scientific mapping catheter was removed and inserted 4 times. Act was 292.the device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that patient experienced air embolism, st segment elevation and stroke. During a ablation procedure, faradrive steerable sheath and farawave catheter were selected for use. The physician performed transseptal puncture and ablated on the left. Then, the physician moved to the right for cavotricuspid isthmus (cti) and superior vena cava (svc) when coronary sinus activation changed. Thus, the physician had to go back to the left and a second transseptal puncture was performed. The physician ablated the myocardial infarction (mi) and anterior wall. When coming back out of the left atrium (la) with the farawave, there was a line of bubbles on the left atrium (la) that crossed over to the right atrium and st elevations started on EKG. The pressurized bag connected to the faradrive was empty which was unnoticed for until later. A 500 ml bags were used here for pressurized saline instead of a liter bag. The patient was given a stat arterial line on the table and underwent a right heart cath as patient's pressure and heart rate were dropping with st elevations. Patient was evaluated with a head computed tomography (CT). Farawave was removed and inserted 3 times; a non-boston scientific mapping catheter was removed and inserted 4 times. Act was 292.the device is not expected to be returned for analysis (disposed).